Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 which occurred on the homechoice (hc) during use, during fill 5. The home patient (hp) stated the heater bag fell off and became disconnected. The technical service representative (tsr) explained the alarm. Then the tsr had the hp cycle the power to clear both se's 2240 and 2367. They advised the hp to discard the supplies and finish with manual supplies. This writer contacted the home patient (hp) on (B)(6) 2011 regarding reported problem. The hp stated they did finish therapy using manual supplies, everything went fine. They stated they just saw the nurse but could not remember if they talked about this alarm or not. The hp stated they did not notice anything different with the supplies and they are not sure what caused the alarm. Therapy is going a lot better. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during fill was confirmed; per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated the heater bag fell off and became disconnected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.